Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that her one touch ultra 2 meter does not power on. She mentioned that she had an issue with the meter not powering on twice with her ultra 2 meter. She claimed that due to the alleged issue for both times, she had developed symptoms and had to visit the ER, where once she was treated with glucogen tablets and the other day was with insulin. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed on (B)(6) 2011. The patient mentioned that prior to testing on an unspecified time on (B)(6) 2011, she had developed symptoms of feeling dizzy and light headed. The patient increased her dosage of medication. Approximately 45 minutes later, the patient attempted to test on the meter and the meter would not power on. It is unknown what the patient did after attempting to test her blood glucose. On (B)(6) 2011 the patient went to the ER and was tested on ER's meter and obtained a 222 mg/dl and was treated with insulin. No further clinical information was provided about the event or the time leading to her being treated with glucogen tablets. This is not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button, batteries did not need to be replaced. The alleged issue was not resolved over the phone. Although the patient developed symptoms prior to testing on (B)(6) 2011, the complaint is being reported since the patient was unable to test and had to be treated with insulin in the ER the following day. During another event at an unspecified time and time, the patient had developed symptoms and was unable to test due to the power issue and treated in the ER with glucogen tablets.